Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Event description:
New information received indicates that the patient had fallen multiple times prior to experiencing ineffective therapy. X-ray determined that the lead had come out of the header block.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14171. It was reported that the patient experienced ineffective therapy. One of the patient's leads showed high impedance whereas the other lead was at suboptimal position. Hence, surgical intervention took place wherein the leads were explanted and replaced with new leads. The new leads were implanted at a new location resolving the issue. Note: it is unknown which lead had high impedance and which lead was at suboptimal position.